Event description:
The customer reported that the ethernet port is broken, and they cannot download images. No pt was involved.

Manufacturer narrative:
The ge service rep found a broken connect on the external interface. He replaced the external interface. The system operates as intended.